Manufacturer narrative:
The reported event was addressed with phone support. The isi technical support engineer (tse) had the operating room (or) staff remove the scope, spin the grey collar 180 degrees, clutch the arm (arm #2), and then re-install the scope. The doctor tested the system by driving the instruments and stated that everything was back to normal at the time. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the customer called intuitive surgical inc. (Isi) technical support engineer (tse) and stated that everything was 180 degrees off. The doctor said when he moved to hist right, the instruments would move left. The tse had the customer remove the scope, spin the grey collar 180 degrees, clutch the arm (arm #2), and then re-install the scope. The doctor tested the system by driving the instruments and stated that everything was back to normal at the time. The tse instructed the customer that sometimes when people take the scope out to clean it, they accidentally hit and spin the grey scope collar, which caused this issue. The customer was proceeding with the case. No action was required by the field service engineer (fse). The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no damage or anything out of the ordinary noted. Ventral hernia repair was being performed at the time of the event. Image was inverted during the event. The 30-degree endoscope was installed in the up orientation. The surgeon had confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was not provided to the user via user interface. The endoscope and endoscope's adapter/base were still engaged, in-synch, and attached. There was no damage observed on the endoscope's adapter/base. The surgeon was unsure if the endoscope was manually rotated 180 degrees prior to the event. The surgeon did not associate the right and left masters with the respective arms for intuitive motion. The vision issue did not result in patient injury. The endoscope should be available for return to isi for evaluation. The procedure was completed robotically after the customer contacted intuitive technical support and had them help with recalibration. It took less than 5 minutes. Patient demographic information could not be provided.